Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow element was found to be contaminated with dust and was replaced to address the issue.